Event description:
It was reported to philips that a patient who was on the table was in cardiac arrest and the system lost power, which could impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.